Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the pump keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up # 1 date of submission 06/09/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2014 with the following findings:no damage was observed to the pump keypad cover. During testing, all of the pump keypad buttons were unresponsive. The keypad cover was removed, and no button contact defects were found. Moisture was visible behind the display lens. A leak test was performed and confirmed a display lens leak. The pump case was removed, and corrosion and moisture were found on the keypad flex connector.